Manufacturer narrative:
(B)(4). The customer did not return the test strips.

Event description:
The customer initially complained of issues applying blood to the test strip for his coaguchek xs meter with serial number (B)(4). While on the phone with support, the customer was able to successfully complete a test. The customer then mentioned previous erroneous inr results on his coaguchek xs meter when compared to a laboratory using the dade innovin method. The customer initially tested on his meter with a result of 2.2 inr. One hour later the result from the laboratory was 1.5 inr. The result from the laboratory was believed to be correct and the customer's warfarin dosage was adjusted based on the result. The customer's therapeutic range is 2.0 ¿ 2.5 inr. There was no allegation that an adverse event occurred. The customer is in stable condition. The customer has polycythemia and states does not have antiphospholipid antibodies. The customer has had no changes in diet, medications or general health. The meter and test strips were requested for return. The customer returned the meter, but the test strips were not returned. The returned meter and master lot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.7 inr, donor #2 inr: 2.3 inr. Donor #1 hct: 55%, donor #2 hct: 47%. Donor #1: master lot: 2.7 inr, donor #1: master lot strip and customer meter: 2.6 inr. Donor #2: master lot: 2.3 inr, donor #2: master lot strip and customer meter: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips were tested in comparison with the current master lot coaguchek xs pt test strip (lot 266834-21). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation was unable to find a definitive root cause for this event.